Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing impedance and pacing threshold showed a marked increase in (B)(6) 2022 from ~500 ohms to ~1200 ohms, and 1.0v to 2.0v, respectively. Since then, they have slowly trended up. The shock impedance has also trended up in the last year. A full lead evaluation was recommended. Lead remains implanted, no adverse events reported.